Event description:
The battery depletes within 10 hours and wondered if the battery is wearing out and mentioned an old device did the same thing which company was nevro. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).